Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device.the visual inspection and functional evaluation of the device had acceptable results.a review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during pediatric lobectomy, the device did not fire and the cartridge mouth did not close. The surgeon was able to press the green button but could not able to squeeze the handle. There was an extra openness on the cartridge mouth. A new device was opened in order to complete the case. There was no patient injury involved regarding the event.